Manufacturer narrative:
All buttons functioning properly. However, found corroded keypad traces. No button error alarm during testing. Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner and scratched reservoir tube window.

Event description:
Customer reported via phone call to have received a button error alarm and was not sure how it occurred. Customer's blood glucose was 352 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.